Manufacturer narrative:
Within warranty? No. Notes: 06/19/24 repair tech: (B)(4). W4d water sol,iso valve build up/debris. Debris buildup in the water solenoid. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. Qa-tl could not duplicate the complaint of handpiece and insert getting hot, unit works as it should. Ran the unit for 30 straight minutes on full power without anything over heating. There was a slight debris buildup in the water solenoid but not restricting the water flow. Enough to make the handpiece or insert to get hot. Check your inserts for any damage or clogging. Make sure only 30k dentsply sirona inserts are being used with this unit, any other brand can cause issues. Hp 05/2022, hdpc 02/2023.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron 300 series g310 they allege that the handpiece ,water and insert is overheating and getting hot. No injury was reported from the alleged event.